Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure not confirmed. Evaluation did find there was no image due to a short circuit in the camera unit. Based on the results of the investigation, and since the reported image noise was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The device having no image and short circuit in the camera unit were most likely caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head experienced noisy image. There were no reports of patient harm.